Manufacturer narrative:
B5: the lens was later exchanged for a longer length lens. Cause of the event is unknown. Manufacturer narrative: secondary surgical intervention to reposition, removed, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned. The lens is still rotated. Lens remains implanted. Cause of the event is unknown and other.

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry with residue/debris within a microcentrifuge tube. Visual inspection found an optic deformed and haptic deformed/bent lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).